Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion.

Event description:
Further information was received, which indicated the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) remote transmission showed a flat line on the electrogram (egm) when the device had reached elective replacement indicator (eri). The ipg remains in use. No patient complications have been reported as a result of this event.